Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no air coming out from the air/fluid exchange tubing during vitrectomy surgery. Water flowed out from the infusion head, and after cleaning the cassette and retesting, there was still no air coming out. The surgery was completed on the same day after replacing with a new cassette. There was no patient impact.